Manufacturer narrative:
Investigation: per the customer, cbc, ldh, haptoglobin, and reticulate count results were normal. A service technician performed a full checkout of the machine. The machine was visually inspected, with no damage or deformed parts found. The machine passed an autotest with no issues or failures. A saline run was completed successfully. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. The run data file (rdf) was analyzed for this event. The aim images were reviewed for indications of hemolysis but there were no obvious hemolysis seen in the plasma layer nor were there operator actions seen that commonly lead to a hemolysis. Root cause: a definitive root cause could not be determined. Possible causes of hemolysis include, but are not limited to: patient hematocrit entered too low, the inlet flow rate too high, or a kink in the system that created a significant pressure differential after the aim camera system.

Event description:
The patient was measured for cbc, ldh, hapaglobin, and reticulate immediately after the procedure. The results came back normal. The patient did not require follow up.

Event description:
The customer reported that approximately 90 minutes into a therapeutic plasma exchange(tpe) procedure, the rn noticed red cells in the plasma waste bag and the plasma was coffee colored. The procedure was stopped and a sample was collected to evaluate for hemolysis. Per the customer, the patient is in stable condition. The customer declined to provide the patient identifier. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction that has the potential for injury.